Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii-IV". Healthcare professional, later reported, "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Rupture: observed, one opening assessed, as surgical damage. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported "rupture". This record is for the left side. Device has been explanted.